Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided by the customer for investigation. The photos were reviewed and a thin line of gel on the tube wall was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with 20 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter "gel" was discovered on wall inside of tubes. The following information was provided by the initial reporter: gel on the wall of tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 20 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter "gel" was discovered on wall inside of tubes. The following information was provided by the initial reporter: gel on the wall of tubes.